Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 22-23 mm. Aneurysm and vessel morphology are unknown. It was reported that the device had migrated with no evidence of endoleak, and that the aortic neck had dilated to 24-25 mm in diameter. A talent aortic cuff has been ordered to ensure an adequate seal.